Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse evaluated the collimator and collimator sub-assemblies with the related power supplies. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited collimator errors. No pt serious injury or death was reported related to this event.